Manufacturer narrative:
The event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient believed the sensations they experience was the way the leads were secured down. The patient stated surgery was being scheduled to replace the battery and address the leads and the thinning of the skin over the leads. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient could ¿feel little zaps¿ and an uncomfortable sensation that was ¿unnerving¿ when she ¿moved wrong¿; specifically, when she moved too fast or twisted when she shouldn't. The patient stated that the system was helping but they thought the issues might have something to do with the way the leads were ¿tied down¿ in her shoulder blade. There were no further complications reported or anticipated.